Event description:
During product eval, the pump?s batteries were found to be depleted. The hosp rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.

Manufacturer narrative:
Eval summary: the condition of depleted batteries was confirmed. Inspection of the device found that the main batteries were potentially damaged and were therefore replaced. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-132. Continued from h9: 6000001-2/25/05-004-c, 6000001-12/13/05-019-c.